Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per internal registration information, a full insertion of the active electrode array was achieved. Post-operative CT scan however showed extra-cochlear channels. The patient was re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the received information the active electrode was inadvertently placed in the area in front of the round window, as confirmed by post-operative diagnostic imaging, most likely due to tissue growth in front of the round window leading to limited visibility. The investigation results appear to match the problems mentioned in the recipient's report. This is a final report.

Event description:
Per internal registration information, a full insertion of the active electrode array was achieved at implantation on (B)(4)2017.. However, post-operative CT scan showed extra-cochlear channels. The patient was re-implanted on (B)(6)-2017 with a new device. Per additional information received, due to tissue growth in front of the round window there was very limited visibility on the promontory/round window at implantation. Contrary to the information recorded in the implant registration card, it has been reported that the electrode array was never inserted at all, i.e. It was mistakenly placed in the area prior to the round window instead of inserting into round window.